Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported six days after performing a combined procedure (phacoemulsification/intraocular lens implant/vitrectomy and anterior macular ablation) on the left eye, the patient¿s vitreous cavity was found to be cloudy. The surgeon indicated the patient had endophthalmitis. The patient was treated an antibiotic injections and improving. This is one of three reports for this facility.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5., g.1., and g.2. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received on 02/01/2020: it was reported that a fungal and bacterial smears were taken of the eye secretions. The results were no fungi and no bacteria.